Event description:
Physician reported capsular fibrosis - baker grade IV and double capsule. Device has been explanted. This relates to the right side.

Manufacturer narrative:
Device evaluation: analysis of the returned device identified: weight to the spec, red particles in the shell, voids and cloudy in the gel. A microscopic analysis was performed which identified: no other observation. Based on the device analysis the final assessment is no issues found related with the manufacturing process.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Visual analysis of the photos identified red particle material on the shell and white, red encapsulation. Device analysis performed through photographs, due to the impossibility to perform microscopic analysis as it was not possible to determine the most likely failure mode. The event of capsular contracture baker grade IV is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade IV.

Event description:
Physician reported capsular fibrosis - baker grade IV and double capsule. Device has been explanted. This relates to the right side.